Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
B5. Complaint summary was updated: it was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called in mid procedure to report the following problem: instrument only opening one side of branch when releasing via emergency release. Instrument was showing an error, that is not able to continue to use. Then customer pressed emergency stop button on surgeon side console (ssc), then used emergency release kit to open the two branches. Rotating several times, it was only opening one side of the scissor, not both. Surgeon was not able to get control back of the instrument when once released. Instrument was not stuck on patient tissue at any time. Technical support engineer (tse) guided caller to release trocar and instrument at the same time and then remove from arm. Instrument and trocar then were removed from patient successfully. Instrument will be sent back to intuitive for further inspection. Main cause could be a not proper engaged instrument in the first place. Log files show no instrument engagement at all, no instrument serial number etc. Surgery continued with new instrument. The procedure was completed with no reports of patient harm. Annex a - device prob desc 1 was updated from a0414 - material split, cut or torn to a051104 - difficult to open or close. Annex g - component desc 1 was updated from g04121 - steering wire to g07001 - part/component/sub-assembly term not applicable.